Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to dirt on the objective lens, a foggy image occurs and there is lack of image, error e315 was displayed, and the acoustic lens is detached. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that due to dirt on the objective lens, a foggy image occurs and there is lack of image, error e315 was displayed, and the acoustic lens is detached. There were no reports of patient involvement.